Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to prosthetic aortic valve stenosis and regurgitation. Per the operative report, an echocardiogram showed severe prosthetic aortic valve stenosis, regurgitation and congestive heart failure with an ejection fraction of 33%. The valve showed severe degeneration of the leaflets during explantation. The previous aortic valve prosthesis was placed with a 25 mm carpentier-edwards bioprosthesis. The patient was then weaned off from cardiopulmonary bypass and was transferred to the recovery room in guarded condition.

Manufacturer narrative:
Evaluation summary: as received, leaflet 1 had a cut section was not returned with the valve. Heavy calcification was observed in the cusp area of leaflet 3, minimal to moderate calcification was observed in the cusp area of leaflet 2, and moderate to heavy calcification was observed in the cusp area of leaflet 1. The free margins of leaflet 1 and 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in leaflets 2 and 3 and based on the calcification observed on the remaining cusp area of leaflet 1, calcification most likely restricted mobility in all three leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was moderate at the stent inflow. A tear was observed on the free margin of leaflet 1 at commissure 2. A tear was also observed on the free margin of leaflet 2 at commissure 2. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification. X-ray additional manufacturer narrative: evaluation of the explanted valve confirmed the reported of stenosis. It appears that the failure mode of the degenerated valve was calcification. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Manufacturer narrative:
It was reported that the device was explanted due to stenosis and regurgitation from a severely degenerated valve. Structural valve deterioration (svd), or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.